Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tubes had underfilling; caused no serious injury medical intervention.